Event description:
It was reported that during the procedure, the fiber broke inside the cystoscope, likely due to fiber bending inside the working channel. The fiber was removed and cleaved to use the other end. The procedure was completed using the same fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, photos of the broken fiber were provided which confirmed the reported clinical observation. The reported bend in the fiber while in the scope likely caused or contributed to the fiber break. A conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, photos of the broken fiber were provided which confirmed the reported clinical observation. The reported bend in the fiber while in the scope likely caused or contributed to the fiber break. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the fiber broke inside the cystoscope, likely due to fiber bending inside the working channel. The fiber was removed and cleaved to use the other end. The procedure was completed using the same fiber without patient complications.

Event description:
It was reported that during the procedure, the fiber broke inside the cystoscope, likely due to fiber bending inside the working channel. The fiber was removed and cleaved to use the other end. The procedure was completed using the same fiber without patient complications.